Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H. 6. Investigation summary: a mz1000 product was not available for investigation; and the lot number of the complaint sample was reported as unknown. The feedback provided by the customer indicates leakage was detected from the maxzero device which was connected to an unknown product. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the leakage from the connection of mz1000 during use."